Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a moderately calcified, non-tortuous lesion in the rca with stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with a non-mdt balloon. It was reported that the stent could not cross the target lesion. Excessive force was not used. The physician removed the stent and carried out balloon angioplasty with a non mdt balloon. The physician was attempting to reuse the stent when he noticed that the stent struts were flared. No patient injury reported please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.